Event description:
It was reported that the patient received an acetabular cup and experiences left hip pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was re-opened on october 11 2012 to enter add'l info received. The lot number has now been received tor the device and the device history records were reviewed and found to be conforming. The device is still not retuned to the MFR. An updated or final report will be submitted once the device is has been returned for review and the investigation result becomes available. Zimmer will close this case again.

Manufacturer narrative:
Revision surgery performed and add'l info received. The device is still not returned to the MFR. A cause for this specific clinical event cannot be ascertained from the info provided. An updated or final report will be submitted once the device has been returned for review and the investigation result becomes available. Zimmer will close this case again.

Event description:
It has been reported that the pt received an acetabular cup, left side, and had to be revised due to loosening.

Manufacturer narrative:
Additional information was received on june 25, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description product was implanted on (B)(6) 2007 and revised on (B)(6) 2012 due to pain, loosening and wear. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. Visual examination: during the visual examination the durom acetabular component presented third body material in concentrated areas and scratches on porous coating, minimal third body particles and circular scratches from wear and minor chipping on the articular surface. Metasul ldh large diameter head presented scuffing and third body material, moderate third body material on the head cavity outer wall. Metasul ldh head adapter presented third body material on the distal face and inner taper surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.